Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the error appeared and an x appeared on the display. Customer is unsure how it occurred, but noted there was a crack on the case of the insulin pump. No troubleshooting was performed, nor treatment was administered. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error (open book image) alarm noted during testing. Unit was received with high sleep current due to moisture damage electronic assembly on printed circuit board. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, faded serial number label, scratched case and minor scratched lcd window.